Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient's previous implantable neurostimulator (ins) on the left side depleted before expected as of (B)(6) 2015. It was stated that they were told by the healthcare provider (hcp) there would be a couple of months left at an appointment, but within "a day or two," it quit. The patient had symptoms/issues after that point and has had diminished results since which increased after replacement. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.